Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was received with damaged/ missing on/off and frequency knob end caps and a missing air mix. The serial number label was also illegible. There was no evidence to review in the device's event history log. The pressure manometer and oxygen concentration with air mix operation were checked and the reported issue was duplicated. It was determined that the cause was due to the pressure manometer/dump valve. As a result, the pressure manometer was replaced and the dump valve was secured to the frequency block. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. No previous service history found. D4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com

Event description:
It was reported that the manometer was inaccurate and air mix fi o2>50%.patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.